Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the adaptor would not couple to the motor due to being bent and having burrs. This was attributed to improper handling. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder .

Event description:
Customer reported "unit blocked during surgical procedure". This is report 1 of 1 for complaint #(B)(4).